Event description:
It was reported to covidien that the led display was missing segments. There was no patient involved.

Manufacturer narrative:
The display pcb was found to be defective. The pcb was replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.